Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was no progressing volume discrepancy. Any volume discrepancy was less than 2ml. There were no clinical symptoms. There was a time where the patient¿s catheter kinked and absolutely no drug was leaving the pump. The reporter wondered if this could have been a contributing factor to the overinfusion. Since there was no root cause yet, the reporter thought it was worth mentioning. See manufacturer report # 3004209178-2011-09227 for information regarding the previous catheter kink.

Event description:
It was reported the patient died on (B)(6) 2013 and the pump was removed prior to cremation. The cause of death was listed as pneumonia with aspiration and respiratory failure. The pump was explanted on (B)(6) 2013 and returned to the manufacturer for ¿recycle.¿ the pump was being used to deliver baclofen. It was later reported from a health care provider (hcp) that the death was not related to the device. It was further reported from the hcp that the medication in the intrathecal pump was lioresal at the time of death. The last refill was on (B)(6) 2013 and it was lioresal 2000 mcg/ml, programmed to deliver a dose of 691.mcg/day. Previous to this refill, the pump had been filled with gablofen.

Manufacturer narrative:
Destructive analysis of the pump was completed and no additional anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8590-9, lot # n284566, implanted: (B)(6) 2011, product type accessory. (B)(4). Analysis of the pump noted dispense accuracy testing was performed and an over infusion was found. Infusion testing was performed and an over infusion was again noted. Stop pump tests were performed to look for leaking after the pump was programmed to stop, and testing was inconclusive and no leaking was found. Analysis of the catheter noted that the portion of the catheter that was returned found no significant anomalies. A non-significant indent was found in the seal that did not affect infusion.